Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that the tubing separated from an unspecified location of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
One partial used device was rec'd and evaluated. Testing found the tubing separated from the leg of the distal clave y-site. This was due to insufficient solvent application. This report represents all the info known by the rptr upon query by hospira personnel.